Manufacturer narrative:
(B)(4). The customer returned an ad-04700 cvc kit with multiple components. The components within the kit were examined and a broken needle/broken needle hub was not returned. Without the actual complaint sample returned for investigation, visual examination cannot be performed. A device history record review was performed and no relevant findings were identified. The customer report of a broken hub could not be confirmed based on the sample received. The customer did not return a broken needle hub. Without the actual sample returned, complaint verification testing could not be performed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: it was reported that the needle entered air during aspiration. Needle hub broken. The device was removed and replaced successfully.

Manufacturer narrative:
(B)(4). The device product (catalog#) is not intended for sale in the us. Similar product/component sold in the us.

Event description:
The customer reports: it was reported that the needle entered air during aspiration. Needle hub broken. The device was removed and replaced successfully.